Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2014, coronary angiography was performed showing 100% stenosis in the right coronary artery (rca). Four xience xpedition stents (2.5x38 mm, 3.0x38mm,3.0x38mm, 3.5x18mm) were successfully implanted and the patient was discharged on (B)(6) 2014. On (B)(6) 2019, the patient was re-hospitalized for angina. On (B)(6) 2019, coronary angiography noted the stents in the proximal and middle rca were unobstructed; however, there was 95% stenosis in the distal rca and balloon treatment was performed. On (B)(6) 2019, the patient was discharged. Symptoms are still present. No additional information was provided.